Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in an adult female patient who had essure (batch no. 676718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, pelvic pain and mucinous cyst of ovary. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and genital haemorrhage ("genital bleeding") and was found to have neoplasm ("tumors"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia and genital haemorrhage had resolved and the neoplasm outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and neoplasm to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion:- (B)(6) 2010 and (B)(6) 2011. Received treatment for: dyspareunia, gen. Abnormal bleeding, tumors no. Of coils: 1 coil visible on the patient's left side and 3 coils visible on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: tissues: uterus, nos-uterus, cervix, bilateral tubes final diagnosis: uterus, cervix and bilateral fallopian tubes (hysterectomy with salpingectomy): uterus 374.5gm cervix, cystic cervicitis, negative for malignancy. Endometrium: late secretory phase endometrium. Negative for malignancy. Myometrium: leiomyomata, largest 5.9cm. Negative for malignancy. Complete cross-sections of two fallopian tubes identified and fimbriated end negative for malignancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information and medical history were added. Real fu was received and there was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in an adult female patient who had essure (batch no. 676718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and genital haemorrhage ("genital bleeding") and was found to have neoplasm ("tumors"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia and genital haemorrhage had resolved and the neoplasm outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and neoplasm to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion:- (B)(6) 2010 and (B)(6) 2011. Received treatment for: dyspareunia, gen. Abnormal bleeding, tumors no. Of coils: 1 coil visible on the patient's left side and 3 coils visible on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: tissues: uterus, nos-uterus, cervix, bilateral tubes final diagnosis: uterus, cervix and bilateral fallopian tubes (hysterectomy with salpingectomy): uterus 374.5gm cervix, cystic cervicitis, negative for malignancy endometrium: late secretory phase endometrium negative for malignancy myometrium: leiomyomata, largest 5.9cm negative for malignancy complete cross-sections of two fallopian tubes identified and fimbriated end negative for malignancy. Most recent follow-up information incorporated above includes: on 22-jan-2021: mr received. Reporter information, lot no, expiration date, other relevant history added and rcc updated. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in an adult female patient who had essure (batch no. 676718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and genital haemorrhage ("genital bleeding") and was found to have neoplasm ("tumors"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia and genital haemorrhage had resolved and the neoplasm outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and neoplasm to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion:- (B)(6) 2010 and (B)(6) 2011. Received treatment for: dyspareunia, gen. Abnormal bleeding, tumors no. Of coils: 1 coil visible on the patient's left side and 3 coils visible on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: tissues: uterus, nos-uterus, cervix, bilateral tubes final diagnosis: uterus, cervix and bilateral fallopian tubes (hysterectomy with salpingectomy): uterus 374.5gm. Cervix, cystic cervicitis, negative for malignancy. Endometrium: late secretory phase endometrium. Negative for malignancy. Myometrium: leiomyomata, largest 5.9cm. Negative for malignancy. Complete cross-sections of two fallopian tubes identified and fimbriated end negative for malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have neoplasm ("tumors"). The patient was treated with surgery (hyst. (Partial), salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia and genital haemorrhage had resolved and the neoplasm outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and neoplasm to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion:- (B)(6) 2010 and (B)(6) 2011. Received treatment for: dyspareunia, gen. Abnormal bleeding, tumors quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received. Event injury was updated and new events: dyspareunia (painful sexual intercourse), gen. Abnormal bleeding, tumors. Outcome for pain, bleeding were added. New reporters, plaintiffs information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.